Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device: one year, 9 months. Manufacturer's investigation conclusion: no product was returned for evaluation. Evaluation of the submitted log file confirmed the reported pump stop due to battery depletion of the 14 volt lithium ion batteries as well as the system controller internal battery. The system controller event log contained approximately 7 days of data, beginning on (B)(6) 2018 at 18:38:56. The majority of the log file showed the system operating as intended at 6000 rpm. At 3:26 am on (B)(6) 2018, the low battery advisory became active. At 4:51 am, further depletion of the batteries resulted in a low battery hazard alarm. At 4:59 am, the external batteries became fully depleted and the system operated on the system controller's internal battery. After an undetermined period of time, the internal battery also became depleted and the system stopped, indicated the by internal clock and timestamp resetting to the manufacturing default. The pump resumed operating at the set speed when the system controller was connected to a charged battery. The controller clock not set alarm was active due to the reset that occurred after the power to the controller was depleted. Approximately 9 hours and 12 minutes after the controller was reconnected to power the controller clock was set to 8:54:00 on (B)(6) 2018. The patient remains ongoing on vad support with no further issues reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that pump stoppages occurred thought to be due to the patient falling asleep while the vad system was connected to batteries. The patient was reported to be asymptomatic. The manufacturer¿s technical service representative reviewed the submitted log file and confirmed a pump stop due to depleted batteries. The log file was normal until this event occurred and there was nothing unusual leading up to the event. The pump returned operating at the set speed with fresh batteries were installed. No additional information was provided.

Event description:
On (B)(6) 2019, it was reported that the patient was in cardiogenic shock and liver shock due to lvad pump stoppage event. The patient was reported to be found at home with altered mental status (ams). Upon arrival the patient was stable with normal power consumption. The hospital re-educated the patient on the effects of sleeping on batteries. Device interrogation revealed multiple low voltage alarms. After battery exchange the patient's altered mental status improved. A head CT was negative for an ischemic event. The account reported there was a low concern for pump thrombosis. The patient was started on doubtamine for lv support. No further information was reported.

Event description:
On 08mar2019, the account reported that there were no further pump stoppage events. The patient remained asymptomatic and required no further treatment or admittance.